Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device gear seized, jammed, and was heavy moving. It was noted that the gear was blocked. It was also noted that the device failed pre-repair diagnostic tests for proper function of the triggers, free moving, falling out protection (steal ring), function of all modes, and response of the on/off trigger. It was noted in the service order that the drive stopped working on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.